Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. The device has passed the functional test. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was surgically explanted due to advisory. The patient is dependent, and this crt-p was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was surgically explanted due to advisory. The patient is dependent, and this crt-p was replaced with the same model. No additional adverse patient effects were reported.